Event description:
Device: high flow nasal canula - hfnc - by precision flow vapotherm injury: infant had apnea and bradycardia that required ambu breaths due to water being induced up the nares by the hfnc. Event sequence: water bag was noted to be hyperinflated with air at 0721 with routine check, bag was changed out and all other settings were performing appropriately. At 0755 neonatologist attempted to decrease the flow to 41/m but the machine would not allow the change and he called resp. Therapist to bedside. Assessment was made and machine was turned off, but the cannula was left in the nares while rt went to retrieve another machine. Upon return rt noted that nurse at bedside, infant appeared to be choking and nurse was having to resuscitate infant with blow by oxygen via ambu bag. It appeared that water was being forced up the nares via the cannula that was attached to the hfnc which was in the off mode. Neonatologist at bedside also, hr and sats down, infant required ippv breaths with ambu to revive. Second machine was placed and baby was noted to be resting comfortable with good heart rate and sats with flow at 41/m and fio at 25%. Diagnosis or reason for use: pulmonary issues in premature infant.